Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with a diffuse lamellar keratitis (dlk) on the left eye (os) at 7 month post-operative exam. The surgery center noted eye abrasion resulting in dlk. The patient chief complaint was of pain and decreased visual acuity. The patient commented on having pain upon wakening and worsens throughout the day. Oral steroids (prednisolone acetate) were prescribed and topical steroid drops were increased to resolve symptoms. At this time, the patient is being managed. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 -3.25 x -.50 x 8, left eye pre-op 20/20 -3.00 x -.75 x 22. Bcva from (B)(6) 2017: right eye post-op 20/20 .00 x -.25 x 145, left eye post-op 20/20 .25 x -.75 x 87.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.